Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms and bolus anomaly noted. Pump self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump passed the delivery accuracy test. Pump received with corroded battery tube noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer is alleging over-delivery and under-delivery. The customer stated that their insulin pump is not working properly. The customer stated that they tried rewinding and it took three tries before the piston went all the way back to its starting point. The customer disconnected from the insulin pump at that point and is now using a back up plan as per their doctor's recommendation. The customer's blood glucose was 214 mg/dl at the time of the phone call. The customer did not provide their blood glucose at the time of the alleged over and under deliver incidents. The customer was advised that the insulin pump will be replaced.